Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics was noted. The pump was received with scratched display window, cracked display window corner, and cracked reservoir tube lip.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated the high readings with manual injection. The customer stated that the act button was not working. The customer stated that she gave herself a bolus and the pump alarmed button error. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.